Event description:
User experienced a leak from the analyzer which pooled on the floor around the instrument table. No pt samples were involved. No operators were harmed. The field service rep determined there was a liquid leak from the tube stoppers in the wash station for the probe. He replaced the tube stoppers in the wash well and cleaned and reseated the controller pcd. Performance tests were performed.